Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3spa2 pyxis station had crashed while the technician was using it and was not rebooting properly, freezing at the loading screen. A field service engineer determined that the issue was resolved after the customer powered down the station, unplugged the network cable, rebooted the station, and reconnected the network cable under the guidance of the fse. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device crashed. The device crashed while the technician was using it and failed to reboot properly. It reached the loading screen and frozen. This issue had occurred previously and eventually loaded, but the boot time was significantly longer than normal. The pyxis system could not be accessed.there were no delay or adverse events or injuries reported based on this event.